Manufacturer narrative:
Based on the available information, the root cause of the event could not be established. Since the explanted device was not returned to the manufacturer, further investigation on the device could not be performed. However, there are no deficits noted during the manufacturing records review for the device. Based on the information available, the cause of the event was related to the procedural difficulties. Should further information be received in the future, a follow up report will be provided.

Event description:
On (B)(6) 2024, a percival valve size m was implanted. After de-clamped, abnormality and bleeding were noted by echo, thus, the valve was directly observed, and tissue damage was observed near the mitral valve just below annulus. Since the patient seemed weak, it had been reinforced with thread before percival implantation. But the reinforcement was damaged during deployment and ballooning, leading to hemorrhage. The implanted percival valve was removed and replaced with a 19mm inspris instead.

Manufacturer narrative:
The manufacturing and material records for the device and nitinol stent involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis and its component satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow up report will be provided upon receipt of any further information.